Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced hyperglycemia also insulin pump had motor error alarm. The customer blood glucose level was 414 mg/dl. Customer stated the drive support cap appears normal. Customer stated that insulin pump had not exposed to high magnetic field. Customer also reported insulin pump received motor position encoder error alarm. The device will be returned for analysis.